Event description:
It was reported that the customer had high blood glucose levels (160-190 mg/dl). Customer changed cartridge and infusion set and found bruising and blood at her infusion site, and noticed air bubbles in the tubing. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.